Event description:
It was reported that the patient presented remotely. Upon review, the implantable cardioverter defibrillator exhibited noise on the discrimination channel. No intervention was performed. Patient was stable.